Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached; full lead was returned and analyzed. Outer insulation breached cut at the medial section and proximal conductor distorted. Blood/body fluid in/on proximal conductor(not obstructed).

Event description:
It was reported that during a generator replacement procedure, the left ventricular lead was pulled back, causing dislodgement. The lead was explanted and replaced. No patient complications were reported as a result of this event.